Event description:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the bur became eccentric and broke off a piece from patient's tooth #9.

Manufacturer narrative:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the bur became eccentric and broke off a piece from patient's tooth #9. The patient received a root canal, post and crown. Other medication was not given for it. During product eval, low debris level was found in the handpiece. The bearings were gritty, the bush for guiding the bur centric was broken. According to user instruction, at damage on the handpiece due to wear has to be stopped immediate working, and contact service for support. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).